Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cart to cart cable was worn and the standard storage bin no longer stayed on the system. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735793, product ID: 9735772, serial/lot #: (B)(6), ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the computer, bin and cable were replaced. The navigation system then passed the system checkout and was found to be fully functional. Analysis was completed on the returned interconnect cable and a tear in the jacket with exposed wires was found. The cable was still functional. H6: b01, c0204 and d02 apply to the system checkout. B01, c07 and d02 apply to the concomitant product ID 9735772. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.